Event description:
It was reported that the patient with this remote communicator of this pacemaker system displayed a red call doctor icon. Additionally, it was seen on the remote communicator some yellow collecting waves. Then, troubleshooting was performed, and the issue was resolved. In the meantime, the patient was referred to contact their clinic regarding the red call doctor icon. The last transmission was three months ago and there were no red alerts up to that point, however, with the lack of a more recent upload, cannot confirm the presence of any current red alerts. No adverse patient effects were reported. At this time, the product remains in service.